Event description:
The hops reported that during preparation for a multiple coronary artery bypass grafts surgery, two heartstring seals cracked while loading the seals into the delivery tube. The surgeon used the same seals to complete the anastomoses. No pt complications were reported by the hosp.